Event description:
Upon completion of using ligasure jaws, md was unable to open the jaws. Surgical excision of tissue was required to remove clamped tissue. No injury to the patient. This was a "user" error--not the equipment.